Event description:
In 2009, the pt's father reported that last week he changed the pt's insulin cartridge during the night and pulled the cartridge from the infusion device resulting in insulin spilling into the cartridge compartment. He is unsure how much insulin was spilled. He stated that the following morning, there was moisture in the cartridge compartment and he dried it with a tissue. The father was educated on the proper procedure for changing the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.